Event description:
It was reported that during an unknown procedure the device did not function well as the clip did not close as it was supposed to be. The operator squeezed handle several times but the clip did not form closed that he had to change the device. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received with the top shroud broken. It could not be determined what may have caused the damaged found; however, it is known from the history of the device that the condition of the shrouds may lead to ejected clip. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 12 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.